Manufacturer narrative:
According to the complainant the device will not be returned for investigation.we are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: lockdown omnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the cannula dislodged and the adhesive separated from her skin at the infusion site on the abdomen after approximately 36-48 hours of pod wear. This resulted in interruption of insulin delivery and a subsequent rise in glucose levels above 400 mg/dl, with her dexcom continuous glucose monitor displaying a ¿high¿ reading. The exact blood glucose value was not provided. The patient presented to the emergency room around midnight on (B)(6) 2025. Reported symptoms included vomiting, dehydration, and nausea. She was diagnosed with diabetic ketoacidosis and treated with intravenous fluids. The patient remained in the emergency room for approximately eight hours and was discharged at approximately 8:00 a.m. On (B)(6) 2025.